Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample from the cobas e411 disk analyzer. The initial result was 15.63 pg/ml and the repeat results were 9.04 pg/ml and 9 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 305646. The expiration date was requested but was not provided. The field service representative found the sample disk adapters were no longer on the instrument and there were system reagents stacked on the right side of the instrument pushing up against the power cord which were removed. No issues were seen in the calibration, qc, or analyzer alarm data. There was no evidence of a hardware or software issue. The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with the customer using 13x100 mm sample tubes without the mandatory tube adapters.